Event description:
The unit was returned to service center with a reported condition of "bolus is low". The returned purchase order states "bolus and delivery rate are low by 50%. Alfentanil label was used and the following settings are noted: infusion rate:3/body weight:100/bolus50". Underinfusion was found during pm testing. Anesthesia department has not reported any incidents of underinfusion.